Manufacturer narrative:
Review of the file determined this event to be non-reportable due to the complications mentioned in the article was not related to gore device. This medwatch will be voided.

Manufacturer narrative:
A review of the manufacturing records could not be performed as device item/lot numbers were not available. The images and device were no available, the imaging evaluation and engineering evaluation could not be performed.

Event description:
The following publication was reviewed: edge stenosis after covered stenting for long superficial femoral artery(sfa)occlusive disease: risk factor analysis and prevention with drug-coated balloon (dcb) angioplasty; journal of endovascular therapy 1-7(published in 2018). Author: ting-chao lin, md, chun-yang huang, md, po-lin chen, md, chiu-yang lee, md, chun-che shih, md, phd, and I-ming chen md, phd. The article includes the following case: between october 2011 and july 2016. 110 patients (mean age 73.3 +/- 7.6 years; 78 men) were treated with non-heparin bonded gore® viabahn® endoprosthesis for long sfa occlusions. The study was done to identify the risk factors for edge stenosis after viabahn® implantation and investigate the application of dcb angioplasty over the distal edge of a viabahn® to determine whether such a strategy can prevent edge stenosis and improve outcomes. Reported results stated 5 cases of thrombosis required intervention, only 2 patients presented with acute occlusion and thrombosis that could have been related to poor compliance with the antiplatelet regimen or poor distal runoff.